Event description:
The product was used during an unspecified procedure. Reportedly, the staples did not form properly. No patient injury was reported.

Manufacturer narrative:
Device not available for eval.